Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: the patient was moving more and a cream was added allegedly due to skin irritation. On (B)(6) 2022, the following information was reported to kci by the nurse: nystatin cream was used for the patient's skin irritation. The area is healing well. V.a.c.® therapy was continued. Patient is currently being seen at this time during office visit. The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged skin irritation requiring antifungal medication is related to the v.a.c.® drape. The patient reportedly was moving more which may have contributed to the event. Neither a device history record review nor an evaluation of the v.a.c.® dressing could be performed. Device labeling, available in print and online, states: wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.